Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported difficulty advancing the knot appears to be related to use technique. The treatment appears to be related to procedure circumstance. It should be noted that the proglide instructions for use states that federal law restricts this device to sale by or on the order of a physician (or (B)(6) healthcare professionals) who is trained in diagnostic and/or interventional catheterization procedures and who has been trained by an authorized representative of abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with an 8fr sheath after a percutaneous coronary intervention. Reportedly, the proglide device was not held at a good angle while advancing the knot. The knot stalled before reaching the arteriotomy. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be not be trained in the use of the proglide device. No additional information provided.